Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving morphine 1.0 mg/ml at 0.397 ml/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. The patient goes to their hcp (healthcare professional) for a refill a day before the refill date on the ptm (personal therapy manager). The patient has 2-4 cc of medication being withdrawn from the pump and the hcp office told the patient they are withdrawing more medication than expected. The patient is getting filled every 3-4 weeks, and the patient expected every 6-8 weeks. The patient is not having any issues with return in symptoms. The lra (low reservoir alarm) was set at 2 ml. The event date was reported as (B)(6) 2015. No troubleshooting, interventions, outcome, or cause were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.